Manufacturer narrative:
Additional information was provided by the end user that there was no asystole arrest, loss of blood pressure, or desaturation. A review of device logs and checkout of the unit did not identify and malfunction. The end user returned the unit to service.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Block d4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 when the unit allegedly stopped ventilating. It was reported that the electrocardiogram (ECG) monitor indicated asystole arrest and loss of blood pressure. The patient was placed on a different vaporizer to proceed with the case. There were no reported patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.